Manufacturer narrative:
This report is submitted on january 4, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the implant and skin breakdown at the implant site. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. Device analysis report is attached. This report is submitted on december 07, 2021.